Event description:
The device was used during a laparoscopic colectomy. Reportedly, when closing the device, the approximating lever broke. Another device was used to finish the procedure. No pt injury was reported.